Event description:
It was reported to philips the device failed the ground resistance test during preventive maintenance (pm). There was no patient involvement or harm. This event was reported to have occurred during pm. There was no delay to therapy. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer spoke with a philips remote service engineer (rse). The customer stated the resistance at the pressure port and proximal port are high and they needed assistance locating the ground location. The rse advised the customer where all the grounds are located. The customer stated they will reseat all grounds and test the unit again. Many good faith efforts have been made to obtain additional information from the customer however there was no response. The resolution and disposition are unknown. If additional information becomes available at a later date, a supplemental report will be submitted.